Manufacturer narrative:
Customer stated that device will not return to the manufacturer for device evaluation. If the device becomes available, is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that while using the hypodermic needle pro in the intramuscular (gluteal muscle) the plunger seepage was noted and on withdrawal from buttock the needle detached from the needle protection device. Therefore needle was then removed, nursing staff unable to tell how much of depot was actually given due to seepage and needle breaking off. No physical injury noted.